Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was dim/faded. There is no adverse event associated with this complaint. This complaint is being reported because the display issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim/faded display screen. A new test screen was inserted into the pump and the display screen illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.